Event description:
The slightly obese pt (with calcification, tortuosity, and scarring of the artery) had a previous heart catheterization with stent placement and angioseal closure. Resistance was encountered upon advancement of the latchwire and again when the plunger was depressed. The physician was unable to achieve second mark. He retracted the plunger and attempted to remove the device, however, the anchor of the device body fractured, and it along with the latchwire that was attached to it were retained in the leg. Attempts to retrieve the part using minimally invasive techniques including hemostats and minimal cutdown were unsuccessful. The pt underwent surgery where the surgeon noted extensive plaque formation on the lateral wall. According to the surgeon, this made surgical access difficult. Upon removal of the part, wall patch angioplasty was performed with a vasoguard bovine patch to close the hole. The physician indicated to the arstasis rep that pt anatomy may have contributed to device fracture. The pt remained hospitalized for the originally planned diagnostic case, which occurred the following day. She recovered with no further clinical sequelae.

Manufacturer narrative:
The user facility has indicated, it will not return the device for failure investigation. A photo received confirmed the description of the event. A review of the device history record was performed for the lot associated with this event and no nonconforming material reports have been initiated that are related to the reported device fracture. The axera access system instructions for use (IFU) was reviewed. Per step 8 (precautions) of the IFU, "avoid excessive rotation, sending or kinking of the axera access device during insertion and removal as this may cause damage or effect the performance of the device including obstruction of the needle lumen" and note in step 4 (deploying the axera access device), "avoid excessive twisting or rotation of the axera access device during insertion, as this may cause device damage or affect device performance." The IFU describes required steps sufficiently and no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. Although the physician believes that pt anatomy may have contributed to the device fracture, the root cause based on available info is unk as it cannot be definitively determined.